Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the hemostatic valve was removed at the timing of inserting a thermocool® sf catheter into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Additional information was later received indicating the section that broke was the valve but the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed.

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the hemostatic valve was removed at the timing of inserting a thermocool® sf catheter into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. To verify this, the dilator was inserted and advanced through the sheath to confirm if the hemostatic valve was displaced inside the sheath, but it was not found. A device history record evaluation was performed, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the available information, the observed issue could be related to the incorrect insertion of the dilator into the sheath, causing the valve's dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-nov-2021, the bwi product analysis lab received the complaint device for evaluation. Although previous information received indicated the product had been discarded, it has now been received for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 20-jan-2022, the product investigation was updated to include that due to the conditions observed in the returned hemostatic valve condition, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).